Manufacturer narrative:
On may 4, 2023, the distributor provided the following information: pump was received and during troubleshooting multiple cartridge change error occurred. Correction: h6 code 1384 added; 1065 code removed correction: h6 code 1384 added; 1065 code removed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available,a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an unspecified cartridge alarm occurred. Customer's blood glucose was 100 mg/dl. No additional information was provided.